Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely with the customer and the customer stated that the system did not power on during the morning startup. The customer verified the mains breaker and found it to be normal. The philips field service engineer (fse) inspected the system on site and confirmed that the issue was not related to this system, and the case had been incorrectly created under the wrong allura lab. No service activity was performed on this system. The system was working with full functionality. To date, no occurrences of this issue have been reported. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the case was created in error is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.